Manufacturer narrative:
There were no returns available from the customer site for this evaluation. Printouts from the customer site were reviewed and it was found that the suspect result was flagged for a dispersional alert (underlined) indicating to the customer to take additional action. Also, the customer reports a sample integrity issue may have caused/contributed to the result in question. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn ruby operator's manual contains information to address the customer's current issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists. The issue was addressed through standard troubleshooting procedures and may have been a sample integrity problem.

Event description:
The customer reports that one patient generated the following results on a cell-dyn ruby analyzer: hemoglobin = 12.3 g/dl (normal reference range is 11.8 - 13.0 g/dl). Hematocrit = 38.2% (normal reference range is 29.7 - 34.7%). Rbc = 4.26 m/ul. The customer states that the patient has cancer and that the sample is from a fingerstick and they would normally expect lower results but the patient had a blood transfusion 48 hours earlier so these results were not unexpected. Controls have been within specifications. This patient was re-drawn two hours later at a reference lab and drawn by venipuncture. The sample was tested on a beckman coulter unit and generated the following results: hemoglobin = 7.6 g/dl. Hematocrit = 21.8 g/dl. Rbc = 2.48 m/ul. There has been no such issues with any other patient samples. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).